Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.